Manufacturer narrative:
The reported events were dislodgement, failure to capture, and over-sensing. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and over-sensing were not confirmed. Electrical testing did not find discontinuities but found internal shorts between conductors due to the over-torqued inner coil consistent with procedural damage. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead exhibited loss of capture and was sensing right ventricular signals. Chest x-rays confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure.